Event description:
Medtronic received info that this ECMO silicone oxygenator exhibited a leak. The location of the leak is not known. The info suggests the observation was detected during prime. Attempts to obtain details concerning the event have been unsuccessful. To date, there have been no adverse pt effects reported.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Analysis: the appearance of the returned device indicated it had been primed but not used. Visual inspection shows no outward damage to the device. The unit was run with fluid at 1.8 l/min with 5 ps back pressure for 1 hr. During 1 hr test, a small amount of fluid was observed exiting the gas port. The device was then dissected which shows a small amount of fluid inside the envelope near the start roll. The device was then vacuum tested which shows a small abrasion cut (loop side down) on one of the loops. Medtronic has received similar reports of membrane leaks with this model silicone oxygenator. Investigation of those reports has identified possible causes for the leaks, which are currently being addressed by mfg. The exact root cause has not been identified, as the issue seen may be a combination of assembly, handling, shipping, storage, and customer use. Steps have been taken in mfg to address this failure mode. Medtronic continues to monitor field performance for effectiveness. The IFU instructs the user to not use the device if leaks are detected during prime or use. Instructions on how to change out the product are provided in the IFU. Conclusion: reduced performance of the device occurred and was related to the event. Analysis indicated this observation was made while priming the unit, prior to use. No reported adverse pt effects.